Manufacturer narrative:
Unable to perform displacement test due to reoccurring pump error 53 during rewind. Test p-cap locks properly into the reservoir compartment. No pump error 53 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Found pump error 53 alarms in the pump history files and traces on the event date of 01/28/2026 at 02:57:09.000 to 12:33:31.000 due to a possible hardware failure (file #: 450, line #: 16, esf #: (B)(4)). Pump alarmed pump error 54 alarm on the event date of 01/28/2026 at 02:57:09.000 to 12:33:31.000 (file #: 32149, line #: 202, esf #: (B)(4)). Pump alarmed a pump error 42 alarm on the event date of 01/28/2026 at 07:57:31.000. Pump alarmed a pump error 2 alarm on the event date of 01/28/2026 at 07:57:29.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and serial number label missing. Pump error 53 (file #: 450, line #: 16, esf #: (B)(4)) was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Pump error 54, 2, and 42 were found during testing and in the pump history files and traces as a consequence of pump error 53. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53 (software error detected). The customer reported no adverse event. The event involved product mmt-1812. Troubleshooting was performed, and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1812 was requested, and the customer's response was that the device will be returned.